Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose and diabetic ketoacidosis. The insulin pump had alarmed for a button error after being exposed to river water. The customer reverted to manual injections. The customer reported that the issue was resolved by placing the insulin pump in rice over night.